Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that this cause was that the foreign material derived from the adhesive at the instrument channel outlet which adhesive was used the previous repair and seeped out. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device and the foreign materials were not returned to omsc for evaluation but were returned to olympus (B)(4). (B)(4) checked the subject device and the foreign materials. The instrument channel was brushed, no foreign materials came out. However, there were other foreign materials in the instrument channel. Also, the black adhesive covered around the instrument channel outlet (between the distal end cap and the instrument channel). The subject device had no leakage. (B)(4) determined from the shape of the foreign material that the foreign material derived from the adhesive at the instrument channel outlet which adhesive was used the previous repair and seeped out. Also, (B)(4) determined that the reprocessing of the device, angulation and use of accessories both prior and during procedure made loosened the adhesive which had fallen from the subject device during use. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the diagnostic gastroscopy, unspecified foreign materials fell into the patient's stomach when the user inserted an unspecified biopsy forceps into the instrument channel of the subject device. The user retrieved the foreign materials using an unspecified retrieval net from the patient. The procedure took slightly longer due to this event. There was no report of patient injury associated with the event.